Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not yet been returned to manufacture. Patient lost upper part of screw and lower part has been discarded after removal. Product no returned to manufacturer.

Event description:
It was reported that a retaining screw fractured. No implant damage. Three attempt to get information about the screw without success.

Event description:
It was reported that a retaining screw fractured. No implant damage. Three attempt to get information about the screw without success.

Manufacturer narrative:
No product has been received for investigation. No history of product orders could be found for this customer. After several follow-up attempts, doctor was unwilling to provide any additional information. Based on the information available, product is deemed not to be a zimmer biomet product. As a result, the prior submissions for MFR- 0001038806-2018-00634, submitted on jun 22, 2018, is no longer considered reportable events by the manufacture and no further reports will be submitted. Note: were re-entered because these fields are required.